Event description:
MRI contrast injector injected contrast without the technologist prompting the injection to take place. As this was the second event for this power injector, service was called. After the first event, it was assumed the technologist made an error. When service was here, all functioned properly, however, the internal mechanism was swapped out in an abundance of caution. To date there has not been another issue.